Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a pod4. During the procedure, while advancing a pod4 through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the pod4 became stuck. Therefore, the physician decided to remove it; however, upon retraction, it was noticed that the pod4 had unintentionally detached. Therefore, the physician flushed the detached coil into the target vessel. The procedure was completed using other coils and the same diagnostic catheter and a new microcatheter. There was no report of an adverse effect to the patient.